Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. During a double balloon small intestinal endoscopy for an unspecified reason, it was found that the tip of the jejunal tube was covered with a lot of fiber food. As a result, a sphere object (about 3 cm in diameter) was formed. The root of the sphere formation part of the j tube was held by a forceps and was removed orally. The tip of j tube was knotted.